Manufacturer narrative:
Although it was indicated by the end user that the reported defective device was available, it has yet to be returned to the manufacturer. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported by the end user, during a PICC placement, the 0.018" x 80cm straight tip guidewire become stuck in the PICC. When the physician removed the device from the pt and flushed the catheter, the tip of the guidewire came out. There was no harm to the pt due to this incident. The procedure was successfully completed with the same PICC and another new 0.018" x 80cm guidewire.